Event description:
The customer reported that an alarm was set then shut off. No pt harm was reported.

Manufacturer narrative:
(B)(4): the customer reported that an alarm was set then shut off. No pt harm was reported. The available info supports that this was not a health risk as the measurement server was obviously non-functional. Philips is in the process of obtaining additional info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.